Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 55 mg/dl and sensor glucose of 129 mg/dl at the time of the incident. The customer was at 191 mg/dl before the marathon event they were attending and the low incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported a bent sensor electrode. Troubleshooting was completed and the customer reported that after delivering a bolus, they will get another bolus recommendation for a small amount such as 0.1 units. The insulin pump will not be returned for analysis.